Event description:
It is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2018. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." It is also alleged "tilt", "vena cava perforation", "pain to left leg along with swelling", "clots noted in left leg that went to lung in (B)(6) 2018."